Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this patient presented with dizziness. A device check was performed and out of range pace impedance measurements were seen as well as a loss of capture on the right atrial channel. After adjusting the pacing thresholds to a high measurement in the bipolar configuration the pace impedance measurements decreased. The device was reprogrammed to unipolar pacing which showed in range pace impedance measurement and pacing thresholds. A remote transmission was planned. A possible spring contact issue was suspected. No adverse patient effects were reported. The device remains implanted.